Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the sheath was placed inside the patient by jugular approach. After that, when the filter catheter was advanced through the sheath, the sheath became kinked, which made it difficult to continue to advance the filter catheter. Therefore, the device set was replaced with a gunther fem approach device and the approaching point was changed from jugular to femoral. Patient outcome: the procedure was completed with the replacement gunther fem with no problem. There have been no adverse effects to the patient reported.

Event description:
N/a

Manufacturer narrative:
Manufacturer ref# (B)(4). After a second review of the complaint it was discovered that the deivce is not similar to the device marketed under PMA/510(k): k211874. Therefore this event is no longer reportable to FDA. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.